Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .

Event description:
It was observed during the device evaluation that the gastrovideoscope exhibited the following issues: a chip in the adhesive area around the acoustic lens, a crack in the adhesive area around the acoustic lens, a scratch on the acoustic lens, and missing ultrasonic elements. There was no patient involvement.